Event description:
Customer reported after nurse changed the tubing and hung a new bag of tpn it was noticed that the tubing broke between the roller clamp and the bag spike. No user/patient harm occurred. No further information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The customer's experience of a broken set was confirmed. The root cause of the reported issue was identified as insufficient solvent applied to the tubing to spike engagement point during the manufacturing process. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot.